Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due respiratory arrest and questionable stroke. The device worked as expected and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events (respiratory arrest, stroke, patient outcome) and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. No alarms were reported for this event. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The hmii lvas IFU lists respiratory failure and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.